Event description:
Clarification of event: the helix was not retractable. The lead was never implanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix was not fully retractable after it was extended. The event occurred before the lead was inserted to the body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.